Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being opened, the lens was torn. The surgery was completed on the same day. There was no patient contact. Additional information has been requested and received stating that the issue occurred while loading the lens.